Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was over 400 mg/dl. Customer was able to resolve no delivery with a complete set change. It was believed that no delivery alarms were due to excessive scar tissues. Sample infusion sets would be sent to customer.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.